Manufacturer narrative:
Per the user facility's perfusion technician, the unit was put through the discharge/charge process over the weekend and still showed a red battery condition. It was used for a case assuming the battery would return to a green status, but it did not. The field service representative (fsr) replaced the batteries. The suspect parts were sent to the manufacturer for evaluation. During laboratory analysis, the product surveillance technician (pst) observed both batteries to be within specification. Both batteries measured 13.0 volts direct current (vdc) upon receipt. Conductance measurements were 455 siemens (s) for the first battery and 461s for the second battery, both passing. After charging for two and a half hours the status light emitting diode (led) changed from red to green. The batteries were 13.3 vdc/ 453s for the first battery and 13.3vdc/ 456s for the second. The batteries passed the discharge test by supporting the load for 60 minutes, 50 minutes is the required minimum.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the unit had a red battery condition. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2018 the system is powered up on battery and ran until a depleted battery shutdown occurred. The system ran on battery for about two hours and 23 minutes, minutes remaining was zero when the shutdown occurred. The charging process was interrupted multiple times while re-establishing last measured discharge (lmd). Charging did not complete until (B)(6) 2018 and the power manager reported lmd low indicating bad batteries. The battery status indication would have been red until the batteries charged enough to provide one hour of battery backup with a large load. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.